Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed out pump supplies to address the alarm and resume insulin delivery. Customer reverted to manual insulin therapy. No reported impact to the customer¿s blood glucose level.